Event description:
It was reported that following a percutaneous biliary drainage procedure, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into the biliary system to treat a common biliary duct obstruction. The procedure was completed without issue. In (B)(6) 2015, the catheter was to be removed. It was noted the distal section of the device was broken and remained inside the biliary duct of the patient. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - there is shaft breakage at the proximal portion of the complaint catheter. In addition, breaking and cracking occurs at the punched holes of the catheter. No functional/diamensional inspection was performed due to the condition on the received unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that following a percutaneous biliary drainage procedure, the catheter was broken. In (B)(6) 2014, the expel drainage catheter with twist-loc hub was implanted into the biliary system to treat a common biliary duct obstruction. The procedure was completed without issue. In (B)(6) 2015, the catheter was to be removed. It was noted the distal section of the device was broken and remained inside the biliary duct of the patient. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).